Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration are unknown. It is unknown if the death was device related.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device implanted; (B) (4). Two requests were made (via e-mail) for the device, operative report, and additional information (on 05/04/2010 and 05/11/2010); however, no additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.